Manufacturer narrative:
This report is submitted on january 14, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient underwent surgery to explant the device on (B)(6) 2018 due to multiple open electrodes. It is unknown if the patient was reimplanted with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on february 12, 2019.